Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 537 mg/dl with high ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, the cause for the reported issue was due to the pump running out of insulin as expected; however, the low insulin alert did not enunciate as expected to notify the customer that insulin was low. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.